Event description:
This pt underwent a left total knee at an outside facility in 2003. He presented to the physician with complaints of pain, difficulty ambulating and having to use a cane to assist with ambulation. He has decreased ability to perform adl's. He was admitted to this facility for a revision of the left total knee. All components were removed and replaced. In accordance with hosp policy the components removed are not available for release.